Manufacturer narrative:
Citation: grossi et al. The first in-silico simulation of evolut-in-evolut tavr: reproduction of a real clinical scenario. Cardiovasc interv ther. 2026 jan;41(1):191-193. Doi: 10.1007/s12928-025-01183-w. Epub 2025 aug 11. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 86-year-old patient who underwent a transcatheter valve-in-valve implant.  The first implanted valve was a medtronic 31-mm evolut transcatheter valve which had a ¿significant residual leak¿.   Subsequently, a second medtronic 31-mm evolut transcatheter valve was successfully implanted within the first valve.  The physician/author utilized a post-operative computer model simulation to evaluate the success of the procedure, which confirmed the absence of paravalvular leak, coronary obstruction and valve frame under-expansion.  No further information was provided pertaining to medtronic products.

Event description:
Additional information received from the physician/author stated:1) medtronic product did not cause or contribute to the observed adverse events, and 2) the patient experienced no clinical sequelae. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.